Event description:
Medtronic received notification at a symposium of events related to patients implanted with talent stent graft systems, including talent abdominal stent grafts (MFR report # 2953200-2010-02080) and talent thoracic stent grafts. The symposium discussed post-implantation syndrome (pis) in patients after following endovascular repair for aortic aneurysms. Continuous fever, even after antibiotic therapy and negative culture results, leukocytosis, and/or coagulation disturbances were mentioned as part of pis. Specific details, such as lot numbers, implant information, interventions, and outcomes for specific talent patients were not disclosed in the symposium.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: other - lot number, implant information, intervention, and outcome details were not provided.